Manufacturer narrative:
For the reported event, lot number was provided, and lot history review will be performed. The sample was returned for evaluation. A pinhole rupture was identified. The device was labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model cqf75124. Pta balloon dilatation catheter allegedly experienced a material rupture. This report was received from a single source. This event did involve patient with no reported patient injury. Age, weight, and gender were not provided for the patient.